Event description:
Pt underwent posterior lumber interbody fusion procedure at l3-4 and l4-5. L2-4 fusion and left unilateral posterior fusion to the sacrum with internal fixation on 6/10/90. On 3/23/92 the instrumentation was removed. Plates and screws were reinserted and bone graft from left posterior iliac crest.